Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head was not working. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8; d9; h2; h3; h6; h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leaked in head unit, improper image color tone, white dots appeared, coupler unit was loose, coupler rattled. . A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reportable malfunction was traced to water leak in head unit, improper image color tone, presence of white dots. The probable cause of the additional reportable malfunction coupler rattling found during device evaluation was traced to loosened coupler unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.